Event description:
For over two yrs, I have been prescribed this medication for emphysema and it has been very helpful. I am (B)(6). However, I have found that the capsules are sometimes empty. I began to keep the empty packaging and in 15 months accumulated 67 - an unacceptable failure rate of 15%. The worst of the pfizer lot numbers are as follows: 4 empty - 003390a, 003420a, 903894a; 5 empty - 005002a; 6 empty - 002299a, 005817a, 902699 a or b, 906906a; 9 empty - 004469a. The remaining lot numbers occurred only one or twice. Furthermore, pfizer does not offer a month's refill without the dispenser so I have now bought and paid for about thirty of them but needed not more than six at that most. I also sent a copy of my letter to the "distributor" of spiriva, (B)(4), who called me friday, (B)(6) 2011. A nice lady delivered its response to the effect that: I was mistaken that the capsules were empty; and how could I possibly have known they were empty; the amount of medication in a capsule is exceedingly small; I must not have followed the packaged "pt instructions"; it was FDA's fault that I had to but an inhaler with each refill. I explained that I knew they were empty when I inhaled nothing, when the capsule did not rattle, and that when I removed the capsule and opened it, it was - in fact - empty. I told her that I had read the instructions, and had rapped the inhaler on the table without effect. She pointed out that the "pt instructions" say I should have "tapped... Gently". I asked her for a written response which I have not received. My understanding is that no fault can possibly be found with (B)(4), but only with all those others involved with "spiriva".